Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6. The reported events of paresthesia and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: paresthesia and pain.

Event description:
Device not found to be ruptured upon explant. Healthcare professional later reported "breast pain and burning." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "burning" and pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ breast pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ paresthesia: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed an opening and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" diagnosed via ultrasound. Device remains implanted.